Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully implanted. A second triclip was selected and placed on the leaflets, while testing the clip lock the clip opened approximately 10-20 degrees. Troubleshooting was performed, the clip was closed and locked. The clip was then implanted. A third triclip was selected and successfully placed on the leaflets to stabilize the second clip. The procedure was disocntinued, the final tr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delays reported.